Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events of kinked cannula with four infusion sets after being used for 24 hours. The symptoms were noticed 3 or more hours after insertion. The site of insertion was abdomen, thigh and arm. The site was rotated regularly. Patient's blood glucose level at the time of event was reported to be 20 mmol/l. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.